Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported unknown side "silicone leakage", "depression and anxiety associated with the device recall", and "significant pain and tenderness in the breast". This record relates to the left side. The device remains implanted.